Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis (dka). A correction bolus was delivered via pump to address bg/dka; however, bg continued to rise. Customer was treated with intravenous insulin drip. Customer was discharged the following day with the issue resolved and no permanent damage. Suspected cause may have been an infection or a bent infusion set cannula; however, this could not be confirmed. Pump system check showed no alerts or alarms related to the event. Reportedly, the customer reverted to manual injections for alternate insulin therapy.